Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty forced sensor resistor and unable to vibrate due to broken vibrator black wire. Pump passed displacement test, rewind test, basic occlusion test, and unexpected restart error test. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump was monitored and tested with non-blank display noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
Customer reported via phone call that display screen was blank. Customer reported that with each battery change, display screen came on but faded back out. Customer's blood glucose was 346 mg/dl, which was treated with manual injection